Manufacturer narrative:
Details of complaint: the nurse reported they were having trouble launching the central nurse's station (cns) software application. They were getting a "network disconnect error" and the boot up process stopped at the windows screen. Technical support (ts) followed up with the nurse and was informed that the cns was up and running and they did not know how the issue was resolved. Investigation summary: a "network disconnect error" error indicates a network problem. This is different from other cases of network problems such as comm loss and signal loss messages. The "network disconnect error" message is observed prior to the completion of the boot up process and running the cns application. Comm loss and signal loss messages are observed while monitoring patients. The service history for this facility was reviewed for other incidents of network problems between 10/2021 and 12/2021. No other related incidents were found. The service history for this serial number shows no related repairs or services. Since there is no evidence of device malfunction, the probable cause of the reported event is the facility's network. The "network disconnect error" message is displayed when the user attempts to launch the cns application and typically occurs when the user has rebooted the device and a network connection is not available. In other cases, the message is displayed when the user powers on the device and launches the application without having properly connected the ethernet cable. In these cases, the message is displayed when the user is present and servicing the device. As such, any interruption to patient monitoring is readily apparent.

Event description:
The nurse reported they were having trouble launching the central nurse's station (cns) software application. They were getting a "network disconnect error" and the boot up process stopped at the windows screen. Technical support (ts) followed up with the nurse and was informed that the cns was up and running and they did not know how the issue was resolved. No patient harm was reported.

Event description:
The nurse reported that they are having trouble launching the central nurse's station (cns) application. The computer goes into windows screen and an error message pops up stating "network disconnect error." They do not know how the error happened or what transpired for the cns to be like this. Technical support followed up with the nurse and was told that the cns was up and running. They do not know how or who resolved the issue. They can monitor patients on it now. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.